Event description:
It was reported that the device alarmed for "air in line" several times, requiring the patient to go to the outpatient clinic to resolve the issue. There was some delay in therapy, although it did not cause any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2026-04178. Please reference file mrn 3012307300-2026-04403 for all details pertinent to this event.